Event description:
It was reported when using the pyxis medstation es system, the drawer was restored but subsequently malfunctioned right away. The customer reported that due to this malfunction, there was a delay of few minutes in the dispensing of medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this that the latch sensor light was not functioning correctly, and the magnet appeared to be smaller in size than other full height inseparable. The field service engineer successfully replaced the inseparable magnet and latch sensor light, verifying that it is now operating correctly. The system functioned as intended after the field service engineer checked the device.